Event description:
Philips received a complaint on the v60 ventilator, indicating that there was multiple check vent alarms. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the philips biomedical engineer (bme) that the device was operating on backup battery while plugged in. The bme evaluated the device and found that the customer had plugged in another devices power cord into the v60 ventilator instead of the v60 power cord. The bme stated that the power cords looked the same. The bme tested and inspected the device per the approved specification and confirmed that it was within the accepted specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.